Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one essure was embedded in the serosa and peritoneal tissues of the fundus of the uterus"), device expulsion ("one essure was embedded in the serosa and peritoneal tissues of the fundus of the uterus"), device dislocation ("the other essure was located in matted adhesions present on the posterior side of the uterus and alongside the bowel") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "4 essure coils were identified projecting over the pelvis on hsg / 4 essure coils were removed in total" on (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("extreme pain"), abdominal pain lower ("cramping"), back pain ("back pain"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), pelvic pain ("pelvis pain"), uterine pain ("uterine pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (laparoscopic removal of the ectopic essure devices with a bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, device dislocation, genital haemorrhage, pain, abdominal pain lower, back pain, abdominal pain, arthralgia, pelvic pain, uterine pain and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, device dislocation, device expulsion, embedded device, genital haemorrhage, pain, pelvic pain, procedural pain and uterine pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: 2 coils intraperitoneal, left tube not occluded then 4 coils in pelvis. Further company follow-up with the consumer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one essure was embedded in the serosa and peritoneal tissues of the fundus of the uterus/ malposition of essure device location of device: back of uterus/ perforation (uterus)"), device dislocation ("the other essure was located in matted adhesions present on the posterior side of the uterus and alongside the bowel/ migration of essure device location of device: anus") and genital haemorrhage ("heavy bleeding") in a 42-year-old female patient who had essure (batch no. B21679-inv,cs00xf-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "4 essure coils were identified projecting over the pelvis on hsg / 4 essure coils were removed in total" on (B)(6) 2016 and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's previously administered products included for an unreported indication: birth control pills from (B)(6) to (B)(6). Concomitant products included levothyroxine sodium (levothyrox). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("extreme pain/ pain"), abdominal pain lower ("cramping"), back pain ("back pain"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), pelvic pain ("pelvis pain/ lower quadrant pelvic area"), uterine pain ("uterine pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (laparoscopic removal of the ectopic essure devices with a bilateral salpingectomy on (B)(6) 2016), surgery (laparoscopic removal of the ectopic essure devices with a bilateral salpingectomy on (B)(6) 2016) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pain, abdominal pain lower, back pain, abdominal pain, arthralgia, uterine pain and procedural pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, device dislocation, genital haemorrhage, pain, pelvic pain, procedural pain, uterine pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: 2 coils intraperitoneal, left tube not occluded then 4 coils in pelvis then malposition of essure device. Further company follow-up with the consumer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one essure was embedded in the serosa and peritoneal tissues of the fundus of the uterus/ malposition of essure device location of device: back of uterus/ perforation (uterus)"), device dislocation ("the other essure was located in matted adhesions present on the posterior side of the uterus and alongside the bowel/ migration of essure device location of device: anus") and genital haemorrhage ("heavy bleeding") in a 42-year-old female patient who had essure (batch no. B21679 / cs00xf) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "4 essure coils were identified projecting over the pelvis on hsg / 4 essure coils were removed in total" on (B)(6) 2016 and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's previously administered products included for an unreported indication: birth control pills from 2007 to 2015. Concomitant products included levothyroxine sodium (levothyrox). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("extreme pain/ pain"), abdominal pain lower ("cramping"), back pain ("back pain"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), pelvic pain ("pelvis pain/ lower quadrant pelvic area"), uterine pain ("uterine pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (laparoscopic removal of the ectopic essure devices with a bilateral salpingectomy on (B)(6) 2016), surgery (laparoscopic removal of the ectopic essure devices with a bilateral salpingectomy on (B)(6) 2016) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pain, abdominal pain lower, back pain, abdominal pain, arthralgia, uterine pain and procedural pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, device dislocation, genital haemorrhage, pain, pelvic pain, procedural pain, uterine pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: 2 coils intraperitoneal, left tube not occluded then 4 coils in pelvis then malposition of essure device. Further company follow-up with the consumer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-aug-2018: information from pfs: new reporters added. Patient¿s demographics added. Lot number added. New event added: failure to occlude (close) fallopian tube(s). Events updated (uterine perforation and device dislocation). Outcome updated for pelvic pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one essure was embedded in the serosa and peritoneal tissues of the fundus of the uterus/ malposition of essure device location of device: back of uterus/ perforation (uterus) / migration of essure device; location of device: uterus'), fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('the other essure was located in matted adhesions present on the posterior side of the uterus and alongside the bowel/ migration of essure device location of device: anus') and genital haemorrhage ('heavy bleeding') in a 42-year-old female patient who had essure (batch no. B21679-inv,cs00xf-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "4 essure coils were identified projecting over the pelvis on hsg / 4 essure coils were removed in total" on (B)(6) 2016 and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's previously administered products included for an unreported indication: birth control pills from 2007 to 2015. Concurrent conditions included thyroid disorder nos. Concomitant products included levothyroxine since 2003 for thyroid disorder nos as well as ethinylestradiol;levonorgestrel (lo/ovral). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("extreme pain/ pain"), abdominal pain lower ("cramping"), back pain ("back pain"), abdominal pain ("abdominal pain"), arthralgia ("hip pain"), pelvic pain ("pelvis pain/ lower quadrant pelvic area"), uterine pain ("uterine pain") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (ablation, laparoscopic removal of the ectopic essure devices with a bilateral salpingectomy on (B)(6) 2016 and removal of the ectopic essure devices with a bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, pain, abdominal pain lower, back pain, abdominal pain, arthralgia, uterine pain and procedural pain outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, device dislocation, fallopian tube perforation, genital haemorrhage, pain, pelvic pain, procedural pain, uterine pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: results: no adhesions on right-hand side, light adhesions. Hysterosalpingogram - on (B)(6) 2016: results: 2 coils intraperitoneal, left tube not occluded; on (B)(6) 2016: results: 4 coils in pelvis; on (B)(6) 2016: results: malposition of essure device. Further company follow-up with the consumer, lawyer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 6-dec-2019: pfs received- new event perforation (fallopian tube(s)) were added. Concomitant drug were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.